Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell four of five of peritoneal dialysis therapy. The patient reported feeling overfull. It was determined that the patient¿s fill volume was 2200ml and their ultrafiltration volume was 1802ml in cycle four. The patient reported that they drained over 4000ml before moving onto fill cycle five and no longer felt overfull. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.